Event description:
New information received notes that the patient returned for a follow-up in-clinic with additional episodes of right ventricular noise reversion with some inhibition of pacing. The noise appeared to be from electromagnetic interference and could not be replicated. Programming changes were made and the patient was in stable condition before, during, and after the interrogation. The patient will continue to be monitored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during follow-up in clinic, increase in right ventricular lead pacing lead impedance since (B)(6) 2019 was observed. Patient was stable and will continue to be monitored.